Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 for high blood glucose. Blood glucose reading was 600 mg/dl. Blood glucose level at the time of call was 145 mg/dl. The customer was treated with intravenous insulin drip at the time of hospitalization. It was unknown whether customer used auto mode. No further customer complications were reported. The device will no be returned for analysis.